Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes are being reported as hemolyzed when measuring neuron specific enolase (nse) on their roche platform. There is no visual hemolysis observed. There was no health impact or consequences reported.